Manufacturer narrative:
The customers experience with the device alarming for accumulated air in line was confirmed in the event log and replicated during testing of the returned device. During the inspection of the returned used administration set, air boluses measuring approximately 0.25 and .50 inches were observed. With the device set to the 250l single air bolus alarm limit, the worst bubble size that could pass through the ail sensor without triggering an alarm could be as large as 1.67 inches in length. Review of the returned pump module s/n (B)(4) event log showed the pump module was configured for air bolus limit set to 250l and accumulated air enabled. Review of lvp event log also identified that the system correctly alarmed for accumulated air in line alarm on 10 june 2019 at 11:46 am. The air in line threshold test method (dir# (B)(4)) was performed on the pump module. No anomalies were observed with the air detection system. The devices were being used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that during a patient infusion of d5 1/2 ns programmed at a rate of 100/hr. The user noticed there was a significant amount of air in the tubing when the device alarmed for air in line. There was no patient harm.